Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient subsequently received an ablation for treatment of af. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.